Event description:
The manufacturer received information alleging a ventilator was unable to achieve set pressure or tidal volume. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Tubing from the active exhalation control module to the oxygen outlet connector was found to be pinched and leaking. The device's tubing was replaced to address the issue.